Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that the instrument power failed on four (4) occasions between 15:40 pm and 18:35 pm on (B)(6) 2018; and was restored at on four (4) occasions between 15:52 pm and 18:38 pm on (B)(6) 2018. No processing protocol(s) was in progress when the instrument power failed between 15:40 pm and 18:35 pm on (B)(6) 2018. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2 hr xylene standard" protocol comprising one (1) cassette which started in retort a at 10:50 am on (B)(6) 2018 and completed at 12:59 pm on (B)(6) 2018. The reagent in bottle 11 (xylene); and the wax in wax baths 3 and 4 was used for the first clearing; first wax infiltration; and second wax infiltration steps respectively of the "factory 2 hr xylene standard" protocol started in retort a at 10:50 am on (B)(6) 2018. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2 hr xylene standard" protocol started in retort a at 10:50 am on (B)(6) 2018, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported by the complainant is the use of contaminated reagents from bottle 11 (xylene); and the wax from wax baths 3 and 4. The root cause of the contaminated reagents from bottle 11 (xylene); and the wax from wax baths 3 and 4 could not be unequivocally determined from the information available. However, information provided by the field service engineer suggest that a service error occurred on (B)(6) 2018, in which the instrument was incorrectly prepared for use during the performance of preventative maintenance when the reagent from bottle 16 (cleaning ethanol) was accidently transferred to bottle 1 (formalin) during testing of the fill and drain function.

Event description:
Leica biosystems received a complaint regarding "mushy tissue", which had been processed using the factory 2 hr xylene standard protocol comprising one (1) cassette started at 10:50:28 am on (B)(6) 2018. The complainant advised that the tissue sample was re-processed; and the tissue was diagnosable per pathologist review. On (B)(6) 2018, a leica field service engineer (fse) was onsite to perform preventative maintenance (pm) service. The fse found water droplets in wax baths 3 and 4; and while performing test fill and drain function from bottle 16 (cleaning ethanol), the reagent from bottle 16 (cleaning ethanol) was transferred into bottle 1 (formalin). The fse emptied the reagent bottles 1 (formalin) and 16 (cleaning ethanol), cleaned and refilled with fresh reagent. While the fse was onsite there was a loss of power loss and the power was subsequently restored. On 25 may 2018, a leica field support specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint. The fss provided the following information: water droplets were visible in wax baths 3 and 4; formalin odor was found in the wax baths; retort a had "paraffin residue present" and "strong formalin odor"; condensate bottle was partially full and had "sludge on the bottom of the bottle"; and bottles 11 (xylene) and 15 (xylene) were slightly cloudy. The fss decontaminated the instrument; refilled all the reagent bottles; and advised the laboratory to perform validation run(s). On 29 may 2018, the laboratory advised the fss that the quality of tissue processing from the validation run(s) was satisfactory with no errors.